Manufacturer narrative:
The reported issue was attributed to the AED's battery fully depleting. Analysis of the log files from the AED identified that the customer was performing excessive self-testing of the AED which reduced the battery life expectancy. As a follow-up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED's asi is flashing red, and the device is reporting a service code. During troubleshooting with customer service, the device's audio prompt became unclear and cut out. The customer did not report this occurring during patient use.